Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 3006705815-2026-00625, 3006705815-2026-00624. It was reported during a lead replacement procedure, the anchor was found not holding down the lead. Investigation was unable to identify which anchor attributed to the issue. As a result, the anchor was explanted and replaced to address the issue.